Event description:
Customer reported the nurses in the digestive disease unit have had leaking at the male luer connection when hooking up pt. They have found it happening approximately 2 x per week and have to change the pt's dressing, sometimes more than once. No pt harm has been reported. They connect the c24105e directly to the piv catheter and then notice leaking where the male luer connects to the catheter. No used product has been saved. Customer unable to provide number of sets used per week. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was discarded. The lot number was identified. A review of the historical manufacturing data did not identify any non-conformances associated to this lot number.